Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the mixer board, and resolved the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor replaced the mixer board, and resolved the reported complaint.

Event description:
The distributor reported that, during routine testing at installation of product, the unit alarmed and mechanical ventilation was not functional.